Manufacturer narrative:
The actual device in the reported incident was returned for evaluation. The safety clip was located on the shaft of the needle and was not covering the tip of the needle. The long arm of the clip was pushed off the side of the needle. The catheter was not returned. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It was reported, the paramedic laid the needle down on the stretcher after inserting the pt. The pt distracted the paramedic and when he reached down to get something stuck his finger on the needle. It is possible that the clip on the needle was manipulated and forced off the needle as it was being laid down on the stretcher, and exposed the needle resulting in a needlestick. However, since, no additional follow-up info was made available, it is not known if the tip covered the tip of the needle when it was set down. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. There are no other reports of this nature against the reported lot number. All available info has been provided to the actual manufacturer for evaluation.

Event description:
As reported by the paramedic, who is the employee with the injury: c/o "I laid the introcan down on the stretcher after inserting the pt. The pt distracted me and when I reached down to get something I stuck my finger on the needle. The safety mechanism did not activate. I had blood drawn at (B)(6) and the pt is (B)(6). I am being screened for it and there was no prophylactic treatment for this exposure. I have to wait for results". The employee agreed to contact us if any further treatment needed. On (B)(4) - after several phone calls and an e-mail were sent to the reporter requesting additional follow up info and the status of the paramedic, no additional info was made available.